Manufacturer narrative:
(B)(4). Method: the complaint neopuff was received at our service center in irvine, california where it was inspected by a trained fisher & paykel healthcare service engineer. Our investigation is based on the service report and photographs provided by the service center and our knowledge of the product. Results: visual inspection of the photographs revealed that the gas outlet port was broken. A lot check revealed two other complaints for broken gas outlet port for lot 140221. Conclusion: it is most likely that the physical damage to the neopuff was caused by some sort of impact. The neopuff is a portable, reusable device used to assist in the delivery of respiratory breaths to infants until adequate spontaneous breathing occurs. Being a portable device, the neopuff can be susceptible to impact damage, for instance when accidentally dropped or subjected to considerable external force. The neopuff technical manual warns against dropping the neopuff or subjecting it to impact damage which may cause the unit to operate incorrectly. If the neopuff is suspected to have been damaged, the manometer and valve system should be performance tested. The neopuff technical manual states the following: - dropping the neopuff infant resuscitator or other similar forms of impact may cause damage resulting in incorrect operation of the unit. If you suspect damage to have occurred, please perform checks as outlined [in the manual] before connection to a patient. The neopuff was repaired at the our service center and returned to the healthcare facility after passing the performance checks specified in the neopuff technical manual.

Event description:
A healthcare facility in virginia reported that the outlet port of an rd900 neopuff infant resuscitator was broken. This was discovered before patient use.